Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device had been implanted three days after it's use before date. The device was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: model 5076 implantable pacing lead implanted (B)(6) 2010; model 6947 implantable tachy lead implanted (B)(6) 2010; model 4196 implantable pacing lead implanted (B)(6) 2010. (B)(4).